Manufacturer narrative:
The event term has been updated to "acute worsening pad - high grade stenosis right sfa <(>&<)> popliteal. The investigator assessed the event as not related to the study device, procedure or drug. The patient recovered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure one pacific plus balloon dilation catheter was used to treat the right leg sfa. Approximately 1 yr and 7 months later the patient suffered acute pad of the right leg sfa and was treated with drug eluting balloons and stenting. The outcome was resolved.